Manufacturer narrative:
As of today, this product remains in-service. No further information is available at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed..

Event description:
New information received indicates that this device was explanted for normal battery depletion and returned for analysis.

Event description:
Boston scientific crm received information that the patient with cardiac resynchronization therapy defibrillator (crt-d) experienced device migration. The patient underwent a revision procedure. Additionally, it was reported that there were right atrial impedances spikes observed in the daily measurements. No out of range impedance measurements greater than 2000 ohms were reported. The patient's right atrial lead is a competitor's product. No adverse patient effects were reported.